Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant on a patent foramen ovale (pfo) with a 9f amplatzer talisman delivery sheath. During deployment in the left atrium, the transesophageal echocardiogram (tee) showed the right-atrial disc was poorly deployed and had a hemispherical shape instead of a normal morphology. The device was removed before detachment. The deformed device was never released from the delivery cable while inside the patient. A new 25-18mm amplatzer talisman pfo occluder was opened and successfully implanted using the same delivery sheath. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The physician mentioned incident occurred due to patient anatomy, not the device. There were no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident appears to be related to patient's anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.